Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation, with limited information available, it could not be determined if there was a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown. Catalog number: a complete catalog number is unknown. Expiration date: unknown. Serial number: unknown. UDI number: unknown. If implanted, give date: unknown. If explanted, give date: unknown. Device manufacture date: unknown. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has posterior capsule opacification (pco) +2 and was planned for an intraocular lens (iol) lens exchange. No additional information was provided to johnson & johnson surgical vision.